Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that 7 bd alaris¿ lvp 20d low sorb was missing label information and expired product was received. The following information was provided by the initial reporter: "2 totally differently packaged products ¿ one with insufficient labelling."

Event description:
It was reported that 7 bd alaris¿ lvp 20d low sorb was missing label information and expired product was received. The following information was provided by the initial reporter: "2 totally differently packaged products ¿ one with insufficient labelling:".

Manufacturer narrative:
H.6. Investigation: two 2260-0006 samples were received in closed packaging for investigation; one product was from lot 18057254 and the other was from lot 20085305. A visual inspection of the returned products confirmed that the two products were labelled in slightly different formats, the products from lot 18057254 had an embossed lot number and expiry date on the clear plastic packaging of the product, whereas the product from lot 20085305 had a printed label attached to the plastic packaging. The expiry date of the product from lot 18057254 was confirmed to be the 21st of may 2021. The customer reported that all the products received within the bulk packaging of lot 20085305. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the reported products were manufactured in excess of two years apart, and therefore the mixed products could not have occurred at the manufacturing site, and a definitive root cause for the customer's experience could not be determined. It was also confirmed that since the manufacture of lot 18057254, the product labelling moved from the embossed style labelling imprinted on the clear plastic of the product packaging, to the UDI labels seen on the product from lot 20085305. A review of the production records for lot 20085305 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this